Event description:
It was reported that right ventricular (rv) lead of the pacemaker system exhibited loss of capture. The patient was not dependent and not symptomatic. The rv lead was successfully repositioned and no additional adverse patient effects were reported.